Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the distributor, the peep was too high and the value test is normal after re-pre-use check. The reason of the reported alarms is may be due to failure to clean the equipment regularly and re-pre-use check, which causes the peep value to be too high. The customer has been trained to make a basic maintenance. No logs and no parts were replaced, therefore the reason for the reported failure could not be determined. H3 other text: 4117.

Event description:
It was reported that the ventilator had a high peep (positive end expiratory pressure). Patient involvement is unknown. Manufacturer's ref.#: (B)(4).